Manufacturer narrative:
Patient codes: 1965 labeled. Device codes: internal file number: (B)(4). The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported mitral stenosis is due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. On 4/09/2019, during the follow up tee, the mean pressure gradient was noted to be 7.70mmhg. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot specific quality issue from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to the patient anatomy (dilated left atrium). The reported dyspnea, fatigue and mitral regurgitation (mr) appears to be the cascading effect of the observed slda. The reported patient effects of worsening mr, fatigue and dypnea are listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced are being filed under separate medwatch reports.

Event description:
This is filed to report that the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing the mr to <1. On (B)(6) 2019, the patient presented with dyspnea and fatigue. A transesophageal echocardiography (tee) was performed where it was noted the ntr clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda). The mr had increased to 3+. On (B)(6) 2019, a second procedure was performed for treatment. Visualization was noted to be difficult. The first xtr clip delivery system (cds) was advanced; however, the clip became caught in the chordae. Troubleshooting was performed and the clip was freed without issue. During grasping, only one gripper arm was raising; therefore, the clip was not implanted and the cds was removed. The next xtr cds was advanced to the mitral valve. The clip became caught in the chordae, but was easily removed with troubleshooting. The clip was implanted to stabilize the slda and the mr was reduced to 3. During the procedure the patient went into cardiogenic shock requiring mechanical support with intra-aortic balloon pump. The patient was taken to the ICU where bleeding from a kink in the sheath was noted. A covered stent was placed in the left femoral artery. On (B)(6) 2019 the patient underwent surgical aortic valve replacement. No additional information was provided.